Manufacturer narrative:
A ge service representative instructed the customer over the phone how to remove the primary images directory to force the system database to recover. The data was then copied to the hard disk drive. The system was tested and operates as intended.

Event description:
The customer reported the instatrak 3500 system locked up and would not recover after completing initial instructions from a ge service representative. No patient injury was reported.